Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime warning had occurred with at least 3 separate cartridges from 2 separate boxes in a 30 day period. Reportedly, the cartridge cap had been secured and there was no change in force or temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/05/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of unexplained loss of prime warnings. During testing, the pump was powered on and the up arrow and down arrow keypad buttons were unresponsive to user presses. Adequate investigation of the loss of prime complaint could not be completed due to the unrelated keypad button response issue. The keypad cover was removed, and contamination was found under all button contacts. Also unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. (B)(4).